Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the customer had high blood glucose level of 530 mg/dl. Customer had blood glucose level of 471 and 417 mg/dl. Customer was treated with insulin pump. Customer stated that the insulin pump had insulin flow block alarm. Customer tried different cannula lengths. Customer stated that the tubing was not bent or kinked. Customer states they have tried all remedies. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. (B)(4).